Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they had some issues with their stimulator. Pt was inquiring if other people could access their stimulator due to them feeling a "current or something" when they go outside. Pt was concerned that their neighbors had somehow tapped into their ins. Pt said they saw hcp last week and hcp said they would have to have the controller or real strong magnet. Pt said they spoke with a rep over the phone when they were first implanted to make it so they didn't feel the stim and was concerned since the rep stated they were making changes on their laptop. Patient services (pss) reviewed device function and role of rep. Pss redirected pt to their hcp/rep for further assistance. Patient (pt) called on (B)(6) 2023 reporting same exact events as previously reported. Patient services (pss) reviewed we can document and to discuss with the rep. Pt wanted a weeks worth of past frequencies. Pss directed to hcp. Patient (pt) called back on on (B)(6) 2023 on phone number 2 stating someone tapped into their stimulator. The pt never had a problem until maybe a month ago. Pt said someone was using their ins as a tracking device because no matter where they went the stimulator would start vibrating in their back and give a sharp pain in their right arm. Pt noted they had talked to their doctor about it and their reps. The pts hcp wanted to proceed with an MRI. Pt said the ins stimulation would provide unexpected stimulation when they go into a room even thought they had groups a and p powered off at 0. Pt said they had a neighbor and when someone comes around they could sense their presence; pt kept saying that hacked into their ins for they could feel a magnetic field. Pt said they had called patient services 3 times about this and wanted a specific answer in labeling if the ins could be hacked. Ps redirected pt to their hcp.